Event description:
It was reported that an ilet user contacted support for hyperglycemia while using a flex infusion set on the abdomen, after eating soup, toast, a small amount of rice, and a banana. The continuous glucose reading increased from 149 mg/dl during the call to 262 mg/dl, and the user had previously reported an insulin set expired alarm. Symptoms included hyperglycemia. Outcomes included a delay to therapy, self-management with guidance to monitor glucose over time, avoid announcing a meal, and allow the system to deliver a correction dose. Investigation included troubleshooting and education provided by support. Investigation of this case revealed a missed meal announcement contributing to postprandial hyperglycemia; no device alerts or malfunctions were reported during the event, and the infusion set location was documented. It was concluded, based on previously established findings for similar reports, that user-related use error related to missed meal announcement was the most likely cause.